Event description:
It was reported that a patient's right ventricular lead exhibited oversensing due to lead fracture. The patient had a surgery on (B)(6) 2022 to cap the lead and implant a new one. They were no patient consequences.